Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer experienced high blood glucose level of over 900 mg/dl. The caller did not provide the time and date of the hospitalization. The customer was in emergency room. The customer's current blood glucose was 1000 mg/dl. The product was not returned for analysis.